Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The reported problem is consistent with error 48265 and was confirmed in system logs confirming the fault happened in the field; however, it was not replicated. Upon visual inspection, there were no issues that would be related to the reported event. The endoscope controller (ec) was installed onto a golden system and functioned as expected. The golden system was set to run 10 power cycles; afterwards, error logs did not reveal 48265 error. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis was able to conclude the dual camera interface board (dcib) as the root cause of the reported problem.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report multiple scopes failed the self-test. Tse reviewed logs and found 48265 errors; the customer was able to get a scope to work and was going to power cycle in between cases. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to confirm via initial troubleshooting the endoscope test failure on three endoscopes where error 48265 was present. The endoscope controller (ec) was replaced as a result. All three scopes were retested and there was no recurrence of the issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the ec for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The probable cause of error 48265 points to dual camera interface board (dcib) camera head flash data was invalid.